Manufacturer narrative:
The needle was not returned to the manufacturer for investigation, and the reported complaint and its associated root cause could not be confirmed. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
The user reported frost formation on the needle shaft on one of the needles used during a cryoablation procedure. Four needles were used in this case. Frost formed on the needle shaft up towards the handle. The case was completed with no reported patient injury. The needle will be returned to the manufacturer for investigation.